Event description:
It was reported that the ivc filter was deployed in an infrarenal position without incident. However, during removal of the device's introducer sheath, the radiopaque marker band detached from the introducer. Reportedly, there was significant scar tissue at the access site and the tracking path; the marker band detached while removing the sheath through the scar tissue. The marker band was successfully retrieved with a pta balloon catheter. There was no injury to the patient. The access site had been pre-dilated to 7f.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The introducer sheath was returned for evaluation. The evaluation identified that the distal marker band had completely detached from the sheath. The proximal marker band had moved distally from its original location approximately 1.5cm. The two marker band impressions were visible on the sheath. The detached marker band was returned deformed. Exhibiting an oval shape. The tip of the sheath was not flared and no scratches were visible on the surface. Device measurements were made and all were within specification. The event reported that there was significant scar tissue present within the access site and through the tracking path. This patient factor was likely the contributing factor in the marker band detachment. The product evaluation confirmed the detached marker band. The definitive root cause of the event is unknown. The current IFU (instructions for use) states: precaution: the introducer catheter has radiopaque markers to assist in visualization and pre-deployment filter positioning. The radiopaque markers on the introducer catheter provide a target location between which the filter should be positioned just prior to unsheathing and deployment.